Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft kink was able to be confirmed. The reported difficulty to insert was unable to be replicated in a testing environment due to the condition of the returned device. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions (length 32 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. Manipulation of the device resulted in the reported/noted hypotube kink(s) and ultimately resulted in the noted shaft detachment. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the tibial-fibular trunk that was non-tortuous. The xience alpine 4 x 38 mm stent delivery system could not be loaded in the 6fr sheath and when removed, the stent shaft was kinked. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis on 6/8/2017 revealed the hypotube was separated.